Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp continu-flo solution set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed with no issues noted. All components are correctly placed according to product specifications. Functional testing including clear passage and pressure tests were performed. During functional testing, a blockage was observed in the tubing inside the drip chamber. The reported problem was verified. The cause of the condition was due to excess solvent during manufacturing process. There are manufacturing process controls in place to detect and prevent blockages from occurring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.